Event description:
It was reported that the physician cut the left ventricular (lv) lead in half while dissecting an old device out of the pocket. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: c154dwk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2009; product ID: 694465 implantable tachy leadm, implanted: (B)(6) 2009; product ID: 555453, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).